Event description:
Additional information received on 2/6/25 for report #:mw5162891. On (B)(6) 2023, I had my first mammogram. I was told that the images were very dense. I agreed to do an ultrasound. The technician spread the jell on my left breast and made circular motions pressing the ultrasound scanner down as hard as possible. This caused me to experience great pain. A 2nd technician saw this and quickly grabbed the ultrasound scanner from the 1st technician and continued the exam in the proper manner. The 2nd technician then put jell on my right breast and in a circular motion, scanned my right breast. Later in (B)(6) of 2023, I woke up one morning with pain and inflammation in my left breast. That inflammation spread to my left shoulder and left arm. My whole upper left torso became inflamed. I took tylenol extra strength and the inflammation went away. The inflammation returned in my left thigh and left hip. I took tylenol extra strength once again. This time the inflammation did not go away. The inflammation got to the point in which I could not walk. I ended up in the emergency room. I was hospitalized and had multiple surgeries to repair healthy tissue and bone. The 1st technician's scan caused a skin barrier disruption. My compromised skin barrier allowed staphylococcus aureus bacteria easy access to penetrate my skin and cause an infection. The issue here is not the ultrasound scanner, but the manner in which the scanner was used. Had the 2nd technician not taken the scanner from the 1st technician, I would have issues with the right side of my body. Ultrasound imaging is considered safe when used properly. According to the FDA website, ultrasound energy has the potential to produce biological effects on the body. Ultrasound waves can heat the tissues slightly. In some cases, it can also produce small pockets of gas in body fluids or tissues (cavitation). Ultrasound imaging does introduce energy into the body, and laboratory studies have shown that diagnostic levels of ultrasound can produce physical effects in tissue. I reported the ultrasound scanner incident 11/22/2024, to the FDA and was given account number mw5162891. I want to make sure that the FDA is aware that there are consequences when an ultrasound scanner is not used properly. I am currently still on an antibiotic, and I am experiencing side effects from the antibiotic. I spoke of some of the side effects in my report on 11/22/2024.

Event description:
Call received to report an adverse event from an ultrasound hand scanner. Reporter was undergoing a mammogram which captured inadequate quality images so, subsequently had an ultrasound (same day). The first technologist who was performing the test and using the hand scanner applied a tremendous amount of pressure onto the reporter's left breast causing unnecessary pain where, while this was going on, another technologist intervened and took over the examination. After the ultrasound, reporter continued to have increasing pain and inflammation in her left breast that went up the left side of her body, arm, and neck and over time, into her left hip, thigh, and spine. Reporter was hospitalized and was paralyzed from a staphylococcus aureus infection that started from her left breast and entered her blood stream. Reporter stated that the test had an effect on her skin flora where, her blood also became infected. During her hospitalization, she had titanium implants placed into her left thigh, hip, and spinal area due to the infection getting into her bones. Reporter shared that she has been on antibiotics since this event and still has a speech impediment due to continued inflammation in her throat, mouth, and tongue.